Event description:
It was reported that this patient's left knee was revised approximately 4 years 3 months post initial operation. The reason for the revision is unknown. Sales representative was not allowed to attend the surgery. No further information was available.

Manufacturer narrative:
D10 concomitants: 02-012-51-2009, logic tib insert impl crc, sz 2, 9mm: (B)(6). 200-02-35, three peg patella 35mm: (B)(6). 02-010-03-0220, logic cr femoral cem, left sz 2: (B)(6). 02-012-45-2020, lgc tibial fit tray cem sz 2f / 2t: (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.